Event description:
1979 - bilateral breast augmentation with implants in subpectoral position. 1988 - pt underwent removal of ruptured implants with replacement in subglandular position. 1999 - has developed increasing capsular contracture; painful bakers IV capsular contractures bilaterally. 1999 - pt underwent bilateral removal of implants and capsules. Silicone gel implants were removed intact. (Right implant did tear outside the pt's body). No free silicone evident in pt. Pt underwent augmentation with silicone implants in subpectoral position. Implants sent to pathology.